Manufacturer narrative:
The returned device was evaluated to determine the cause of the reported failure. Damage of varying severity was observed on all implants. Plastic deformation/damage was observed in several locations on the liner. Multiple portions of the liner locking mechanism and anti-rotation tabs were damaged; in some areas features were no longer visible. The surface of the femoral head was worn to the taper, resulting in localized damage to the chamfered edge of the proximal surface of the modular neck. Sem/edax spectrum analysis of the head revealed signs of titanium and aluminum, indicating that contact between the head and the ti-alloy acetabular shell occurred. Based on these features, it is unlikely that the liner was locked into the shell properly for the duration of implantation; the liner may have disassociated from the shell resulting in articulation between the head and shell. As the shell was not returned, no further evaluation could be completed.

Event description:
It was reported that a revision surgery was performed due to wear.